Event description:
Customer reported that the insulin pump alarmed compromised force sensor after reservoir change. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 132 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.